Event description:
During a pta/stenting treatment procedure, the express biliary ld 8.0x40x135 cm premounted stent slipped off of the delivery system balloon. The lesion being treated was located in the iliac artery. The stent was retrieved and removed from the pt. A new express biliary stent was successfully implanted. No pt injuries or complications were reported. Pt status is reported as 'fine'.